Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as voluntary report no: (B)(4). It was reported that during a stenting treatment procedure, a balloon rupture and catheter removal difficulties occurred. The patient was scheduled for an elective abdominal angiogram with runoff with possible intervention. A 7.0x30x75cm express biliary ld was selected to be placed in the left groin for left leg claudication. During placement, the stent did not fully deploy and the balloon ruptured/tore. The device then became stuck in the femoral artery. The device was eventually removed and another stent was placed to complete the procedure. The patient subsequently developed decreased circulation and pulses to the right extremity secondary to right groin pseudoaneurysm status post urgent repair. The patient required a return to surgery on "(B) (6) 2011". The patient developed anemia due to acute blood loss and required blood transfusion. Additional information has been requested and is not available.